Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one introducer needle and one guide-wire in a guide-wire hoop was returned for evaluation. Visual, microscopic visual, functional and dimensional evaluations were performed. The investigation is confirmed for difficult to remove, fracture, failure to advance and unraveled guidewire issue as when the guidewire was pushed into the introducer needle, it would not completely advance and some of the guidewire advanced past the needle bevel, a portion of the guidewire appeared unraveled and the inner core wire does not appear attached to the weld tip end of the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2021).

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly cannot be removed from the puncture needle. The procedure was completed using another device. There was no reported patient injury